Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization from the insulin pump. The customer was treated for high blood glucose readings on a drip. The customer stated that she had multiple hospitalizations occurring in (B)(6). The customer could not recall any events leading to the emergency room.